Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes(s)).') And uterine perforation ('perforation (uterus)') in an adult female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: confirmation test: yes; in (B)(6) 2012: not provided. Lot number: 708871, manufacturing date: 2010-01, expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: pfs received. Events perforation (uterus) and abnormal bleeding (vaginal, menorrhagia) were added. Concomitant drug was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes(s) in an adult female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 07-jul-2012: confirmation test: yes. Lot number: 708871 manufacturing date: 2010-01 expiration date: 2013-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes(s)).') In an adult female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: confirmation test: yes. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs and mr received : case was upgraded to serious incident. Previously reported event "injury" updated to "abnormal bleeding (general). Events- "perforation (fallopian tubes(s)), pain" added. Reporter, lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.